Event description:
A review of a (B)(6) old female pt's download revealed several battery faults. Zoll customer support contacted the pt and issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. The cause of the battery faults was a broken white wire on the battery pca board where the wire attaches to the battery cells. The root cause of the broken wire has not been determined but may have been caused by a severe shock from dropping the pack. No adverse event resulted from the defective battery pack.